Event description:
Analysis of a 3.5x13mm cypher stent which became stuck in a 7f ebu 3.5 launcher guiding catheter on three occasions during pci, revealed that one strut was uplifted on the distal section of the a stent. Pci was being performed on a 90% de novo lesion in the left main, proximal lad and proximal left circumflex at a bifurcation. The lesion was moderately calcified but there no vessel tortuosity. A 7f ebu 3.5 launcher guiding catheter was engaged to the vessel was the back-up support was sufficient. A runthrough guidewire crossed the lad, another runthrough guide wire crossed the left circumflex and a suoh crossed the high lateral branch. The lesion was pre-dilated with a 3.0x15mm tazuna balloon catheter in the proximal lad and in the proximal left circumflex. Then a 3.5x13mm cypher stent was delivered to the target lesion with the balloon catheter remaining at the other vessel. However, the stent became stuck inside the distal portion of the guiding catheter. The physician retrieved the suoh guidewire from the patient and tried to re-deliver the cypher but it was caught in the same portion of the guiding catheter. Consequently, the physician retrieved the tazuna balloon catheter from the patient and the cypher was re-delivered to the lesion, but it became stuck when the tip of the cypher just crossed over the tip of the guiding catheter. To finish the procedure, a different des, a 3.5x13mm xience was used instead and it crossed the guiding catheter without issues with the two guidewires and the balloon catheter by kissing balloon technique. The procedure was finished successfully. There was no patient injury reported. The product, the two guidewires, the guiding catheter and the balloon catheter were clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. The physician commented that he has not experienced this kind of issue before with the cypher stent.

Manufacturer narrative:
Concomitant devices ((B)(6) 2010): inflation device: goodman's, guide wire: two runthrough and suoh, guiding catheter: launcher 7f ebu3.5, balloon catheter: tazuna 3.0x15mm, sheath: terumo and stent: xience. During a procedure, a cypher stent could not be delivered to the lesion as it became stuck inside the guide catheter. A non cordis sheath (terumo) was used for the procedure. A non-cordis guide catheter (gc) (launcher: 7f ebu3.5) was successfully engaged to the vessel obtaining sufficient back-up support. Three non-cordis guide wires (gw) were inserted, one gw (runthrough) crossed the lad, another gw (runthrough) crossed lcx and a third gw (suoh) crossed the high lateral branch. Pre-dilation with a non-cordis balloon catheter (bc) (tazuna: 3.0/15mm) was conducted at the proximal lad and the proximal circumflex. Then a 3.5x13mm cypher was inserted in the gc while the bc remained placed in the other vessel, however the cypher product became stuck inside the distal portion of the gc. Therefore, the physician retrieved one of the gw (suoh) from the patient and tried to re-deliver the cypher, but it was caught in the same portion of the gc. Consequently, the physician retrieved the bc from the patient and the cypher was re-delivered to the lesion, but it became stuck when the tip of the cypher just crossed over the tip of the gc. A different product was used to finish the procedure successfully. There was no injury to the patient reported. The product, two gw (runthrough), the gc and the bc were clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. The product was prepped according to IFU instructions and the stent was not manipulated during prep. Upon receipt of the product for evaluation, the one distal stent strut was noted uplifted. One non-sterile 3.50 x 13 mm cypher select + (B)(4) was received coiled inside a plastic bag. Also, a non cordis guiding catheter, a non cordis balloon catheter and two non cordis guide wires were received inside of the same plastic bag. The stent was returned mounted on the cypher unit, one strut uplifted was noted on the distal section of the stent. Bents were found on the shaft; however this condition could be related to the way the unit was sent for the analysis. The unit was tested using the tortuosity model and the received units. The balloon catheter was inserted in the gc over the returned guidewire. Then, the cypher unit was inserted through the received gc over the second guidewire, resistance was felt when it reach the distal area of the gc. All devices were removed, and the cypher unit was inserted again through the gc and no resistance was felt, it could pass without difficulty. The reported failure was confirmed. Neither the DHR review nor the product analysis suggests that the failure experienced by the customer and stent damage are related to the manufacturing process. Therefore, no corrective or preventive action will be taken. The information available reasonably suggests that procedural factors such as the interaction of multiple devices at one time inside the guide catheter and multiple attempts conducted to insert the cypher product may have contributed to the stent strut uplift and subsequent impediment to deliver the product through the guide catheter.